Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report 1627487-2021-12791. It was reported that patient experienced ineffective stimulation with the lead located in the l4 position. Upon x-ray examination, lead migration issue was confirmed. Patient denies any traumas or falls. Both leads were explanted, and new leads were implanted. There were no complications during the procedure. Effective therapy was restored post procedure. Patient was stable.